Event description:
It was reported that this ambicor penile prosthesis (app) stopped working as it exhibited inflation issues and fluid loss. Imaging tests were performed, and a replacement surgery was suggested. There were no patient complications.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes. The exact event date was not available, therefore the date 05/01/2024 was used as estimate.

Manufacturer narrative:
The exact event date was not available, therefore the date 05/01/2024 was used as estimate.

Event description:
It was reported that this ambicor penile prosthesis (app) stopped working as it exhibited inflation issues and fluid loss. Imaging tests were performed, and a replacement surgery was suggested. There were no patient complications.

Event description:
It was reported that this ambicor penile prosthesis (app) stopped working as it exhibited inflation issues and fluid loss. Imaging tests were performed, and a replacement surgery took place. The app was removed, and a new inflatable penile prosthesis (ipp) was implanted. There were no patient complications.

Manufacturer narrative:
The exact event date was not available, therefore the date 05/01/2024 was used as estimate.